Event description:
This 66 year old male s/p non-cemented r thr in feb '92 presented on 11/28/94 with a c/o sudden give of the r hip on 11/16/94. A diagnosis of fractured ceramic femoral head was made & the t. Was taken to the or on 11/29/94 for removal of the head, acetabular liner & bone screws. The femoral stem was left in situ. A metal femoral head and new liner were implanted. Evaluation revealed failure of the ceramic femoral head by a fracture mechanism into multiple fragments.